Event description:
It was reported that a clearlink buretrol solution set was not able to be primed. The reporter stated that fluid would not flow when the drip chamber was squeezed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection did not identify any physical defects. A clear passage test and pressure test were performed and passed. A functional test was performed. The roller clamp was closed and spike inserted into a solution container. The burette chamber was filled with solution, squeezed, and released to the drip chamber. The clamp was opened and line was primed. The device performed according to specification and the reported condition was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.